Event description:
It was reported that the device is not taking non-invasive blood pressure (nibp) accurately when patient is in atrial fibrillation (a-fib). The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer biomed who stated that when the operating room (or) staff had a patient in atrial fibrillation (a-fib) the monitor would not take their nbp blood pressure accurately. The rse contacted a philips remote application specialist to assist. A philips remote application specialist (ras) was advised by the customer biomed that he was unable to recreate the reported issue. The biomed stated that he tested the device on himself and it worked but does not have a way to take a pressure while it is in atrial fibrillation (a-fib). The device was also tested with a simulator, and the device took a pressure. The ras was also advised that the operating room (or) doctor stated that the device was tested and they got a reading off the monitor. The ras advised the biomed that when the device is in normal mode the non-invasive blood pressure (nbp) will look for 2 equal pressures before doing the step down. The ras recommend putting the monitor is stat mode that only looks for 1 pressure before stepping down, with an arrhythmia that might help it capture the reading. Based on the results of the analysis, the product malfunction was unable to be confirmed, and the cause of the reported problem was not able to be identified. The ras recommend putting the monitor is stat mode to help capture the reading of a patient with an arrhythmia. The biomed stated that they will make the changes and see if it happens again.